Event description:
It was reported that the console was making noises and the stop button was in a stuck position. There was no patient or procedure involved in this event.

Manufacturer narrative:
Upon receipt of the emergency switch at our quality assurance laboratory, this device was thoroughly analyzed, and its good condition was confirmed. The console was also serviced onsite by a field service engineer (fse). During functional evaluation of the console, it was identified via visual inspection that the emergency stop switch was in good condition, however after the fse replaced the component, the issue reported was resolved. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console was making noises and the stop button was in a stuck position. There was no patient or procedure involved in this event.